Manufacturer narrative:
The customer reported the unit was not affected by the alleged mold. The unit was cleaned by the customer and returned to use. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported an allegation of mold on the canopy seal of the unit being used in the nicu.